Manufacturer narrative:
Sample has been requested by bci cpls (customer product line support) for further testing but has not been received to date. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(6) 2010 and on (B)(6) 2010 both met specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding reproducible elevated troponin (accutni) results generated by the access 2 immunoassay system for one patient. The sample was tested on an alternate method with results in the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.